Event description:
It was reported that pump experienced a malfunction alarm and screen went dark and would not turn on. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. The customer had not addressed the elevated BG at the time of report, and did not require third-party assistance. Customer plugged pump into a working power source, confirmed pump display turned back on, and worked with Technical Support to reset malfunction code, after which malfunction did reoccur. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: G7Mobile OS: Unknown / Unknown / Unknown / Unknown.